Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue of 'battery failure' was identified as the battery not charging which is not a reportable condition. Visual inspection found corroded battery contact pins as the cause. The device was determined to be unserviceable for the observed failures.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced battery failure and would no longer hold a charge. The problem was found upon power up in the intensive care unit. There was no patient involvement. No additional information is available.